Manufacturer narrative:
Summary of the investigation: with the available information, bsc cannot confirm the clinical observations due to lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not required further review. Investigation conclusion: the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
It was reported that during a normal routine follow-up, this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The physician requested technical services for troubleshooting advise; however, no data was sent for analysis. Additionally, the patient was discharged and refused additional intervention. At this time, the device remains in service. No adverse patient effects were reported.